Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and slight evidence of blood. A visual inspection determined that the tip of the silicone boot of the cold jaw was dislocated from its original location and was not returned. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The. Hospital reported that during an endoscopic vein harvesting procedure, the silicone insulation separated on the hemopro jaw. Nothing fell into the patient and n intervention was required. A replacement device was use to complete the procedure. The hospital did not report any patient effects.